Event description:
While using the bd veritor plus analyzer for mandatory weekly covid testing, we had 3 employees in succession test positive; they were all sent home. Due to lack of symptoms/exposure, all 3 were also swabbed and specimens were sent to (B)(6) lab for verification with molecular assay test. All 3 were verified as negative. FDA safety report ID# (B)(4).